Event description:
Boston scientific received information that this patient was in an unspecified accident and a representative for the patient generally questioned if the device may have caused or contributed to the accident. No additional information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.